Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: during a load step attempt, the piston stopped at 205 units, indicating large prime volume. Investigators were able to prime the pump and an occlusion alarm was emitted upon basal delivery attempt. The pump was opened and a force sensor circuit component was found to be misaligned on the printed circuit board. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a misaligned force sensor circuit component on the printed circuit board. This report is made based on results of investigation completed on (B)(4) 2012.